Event description:
The patient reported taht subsequent to the implant of a protegen sling and anterior colporrhapy, patient experienced erosion of the sling, vaginal bleeding and discharge, pain and continued incontinence. The patient reported the device was removed. The device was not returned for evaluation. Directions for use outline as potential complications: tissue erosion.